Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and subsequently admitted to the hospital with a blood glucose (bg) level in the 500s mg/dl and chest pain; cause was unknown. Customer was treated with intravenous fluids of saline and insulin. System check was performed by tandem technical support and the pump is functioning as intended. Customer was discharged 3 days later with issue resolved and no permanent damage.